Event description:
It was reported that foreign matter occurred with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "verbatim: 1) 320119, lot # 7248638, exp date 02-01-2020. When inserting in site they bend on the patient end needle. Denied reuse. Injecting for 41 years. Rotates sites. 2) sometimes site bleeds after injection. Just places a swab on the site."

Manufacturer narrative:
Investigation summary: customer returned (8) 31g x 5mm bd pen needles from lot # 7248638. Consumer reported when inserting in site they bend on the patient end needle. Consumer also reported sometimes site bleeds after injection. All 8 returned samples were examined and the following was observed: 6 returned samples were sealed with tear drop labels (unused). 2 returned samples were unsealed (used); both samples had bent patient end cannulas¿likely caused by user error as no manufacturing defects were observed. Of the 6 returned sealed pen needles, 1 was found to have a fiber on the cannula tip. A small portion of this material was removed from the barrel tip and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of cellulose. The remaining 5 sealed pen needles were tested for point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g: 0.0100¿- 0.0105¿): data: point (pe/npe) outer diameter (in) lube sample 1: good/good; 0.0101; good. Sample 2: good/good; 0.0101; good. Sample 3: good/good; 0.0101; good. Sample 4: good/good; 0.0101; good. Sample 5: good/good; 0.0102; good. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (bent pe cannula and foreign matter on pe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above no CAPA is required at this time. As per investigation completed by manufacturing, "eight opened 31g x 5mm pen needle samples were returned from lot. No. 7248638, cat. No. 320119. Magnified examination was carried out on all eight samples and a bent patient end of the cannula was observed on two samples. No manufacturing related issues were observed on these samples. No issues were observed on the remaining six samples. No foreign matter was observed on any of the samples".

Manufacturer narrative:
Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "verbatim: 1) 320119, lot # 7248638, exp date 02-01-2020. When inserting in site they bend on the patient end needle. Denied reuse. Injecting for 41 years. Rotates sites. 2) sometimes site bleeds after injection. Just places a swab on the site."